Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 138,000 joules and 36 minutes the fiber was no longer firing in the correct direction. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 138,000 joules and 36 minutes the fiber was firing forward. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-711a-1472: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.